Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedances with values greater than 200 ohms in the right ventricular (rv) channel. Technical services (ts) was contacted and provided further evaluation recommendations. Furthermore, it was reported that reprogramming to a different impedance vector was performed and continuous monitoring was going to be provided. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.